Event description:
Customer received a false positive result on (B)(6) 2021 using cue covid-19 test for home and over the counter (otc) use cartridge lot 16227g, cartridge sn (B)(4), and cue reader sn (B)(4). The customer tested negative with a sars-cov-2 pcr test from bio iq around the same time; exact date is unknown. The customer reported she was covid-19 positive in (B)(6) 2021 (exact dates unknown) and believes a swab came loose after she tested a week later. The customer reports she has consistently received false positive results using cue covid-19 test for home and over the counter (otc) use since (B)(6) 2021; see related cases for additional false positive reports. The customer does not have any additional covid-19 symptoms, is fully vaccinated, and reported other individuals have tested negative using the cue health monitoring system (negative results not questioned).